Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow in an arctic sun device. The reservoir was full. Flow rate (fr) was 0lpm. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage. Pump hours were 3306.1, system hours were 3484.5. Had nurse stop therapy, empty and disconnect pads. Placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 54 percentage. Connected the left chest pad, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Connected left thigh pad, flow rate (fr) was 0lpm, -1.5psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Disconnected left thigh pad and connected right chest pad. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.2psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. No visible damage to fluid delivery line (fdl). Fluid delivery line (fdl) was properly seated. Suggested changing to another device. If flow continues to be low, replace pads of lot ngjv0037.

Event description:
It was reported that they were getting low flow in an arctic sun device. The reservoir was full. Flow rate (fr) was 0lpm. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage. Pump hours were 3306.1, system hours were 3484.5. Had nurse stop therapy, empty and disconnect pads. Placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 54 percentage. Connected the left chest pad, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Connected left thigh pad, flow rate (fr) was 0lpm, -1.5psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Disconnected left thigh pad and connected right chest pad. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.2psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. No visible damage to fluid delivery line (fdl). Fluid delivery line (fdl) was properly seated. Suggested changing to another device. If flow continues to be low, replace pads of lot ngjv0037.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The reservoir was full. Flow rate (fr) was 0lpm. Inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage. Pump hours were 3306.1, system hours were 3484.5. Had nurse stop therapy, empty and disconnect pads. Placed device in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 54 percentage. Connected the left chest pad, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 31 percentage. Connected left thigh pad, flow rate (fr) was 0lpm, -1.5psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.3psi, circulation pump command (cpc) was 100 percentage. Disconnected left thigh pad and connected right chest pad. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.2psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percentage. No visible damage to fluid delivery line (fdl). Fluid delivery line (fdl) was properly seated. Suggested changing to another device. If flow continues to be low, replace pads of lot ngjv0037. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.